Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported during implantation procedure, the helix did not deploy in a uniform fashion. The physician suspected the malfunction of the atrial lead. The lead was replaced and the patient was stable.